Event description:
I was reported that approximately 18 months after a suprarenal aortic extension and a bifurcated device were implanted the patient presented in the emergency room complaining of back pain and numbness in both legs. A computed tomography scan revealed the aortic extension had occluded, beginning just distal to the renal arteries descending in a "v" formation ending in a completely occluded main body and iliac limbs of the bifurcated device (reference manufacturer report number 2031527-2012-00096). The physician performed an axillofemoral bypass to restore flow to the lower extremities. It was reported the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.